Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of segmental resection of lung, the surgeon clamped the tissue and tried to fire the device; however, the handle was locked and could not fire the device. The surgeon was able to press the green button but was not able to squeeze the handle. The procedure was completed with another device. The status of the patient was reported as no problem.